Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the patient had recovered from the event and antibiotic therapy was stopped. The patient had clear fluid and was doing well. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On the day of onset, the patient was treated with vancomycin injection 500 milligrams intravenously stat for the peritonitis event. Beginning on the day of onset, the patient was treated with tazact injection 4.5 grams twice daily intravenously (duration not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. It was unknown if the patient was recovered or was recovering from the peritonitis event. No additional information is available.